Manufacturer narrative:
Initial reporter phone number provided (B)(6). The reported issue is confirmed. The root cause is a failed chiller pump. The device was evaluated upon receipt. It was confirmed that there was water inside the chiller tank, but the water temperature did not decrease. Upon inspection, the chiller pump was not operating. The chiller pump was replaced. The chiller assembly was also contributing to the alarm 113 and failure to cool. The chiller assembly was replaced. The arctic sun was functionally tested for compliance with manufacturer specifications and passed all tests. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had occurred alarm 113 (water temperature control degradation alarm). Per review of work order on 15dec2025, there was no patient involvement. Per sample evaluation results received via task on 26jan2026, it was reported that there were 2 component failures, the chiller pump and chiller assembly.